Event description:
The customer reported that the screen was blank. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the screen was blank. The customer stated that the device was operational, and could be heard running. However; nothing could be seen on the screen. Onsite service was requested, and it was recommended to replace the user interface assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) recommended replacement of ui assembly. The parts are currently on backorder. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. Based on information provided and/or service performed the reported issue was confirmed. The device was not being used for treatment when the reported failure occurred.

Manufacturer narrative:
A philips field service engineer (fse) completed the user interface (ui) assembly replacement; however, the issue was not resolved. Additional troubleshooting determined the ui printed circuit board (pcb) should be replaced to solve the issue. Replacement of the ui pcb was completed by the fse. Following repairs, the device passed all testing and was returned to operational status. Additionally, the customer reported that the original ui assembly was lost, and it will therefore not be returned for failure analysis. The ui pcb has not been returned. If the device is received for internal failure analysis, this complaint will be reopened, and a root cause analysis will be performed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed liquid crystal display (lcd) was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the lcd revealed no anomalies. The lcd was free of scratches or other damage. The lcd was tested, and the failure was confirmed. The technician found that the lcd was blank, noting a backlight issue; no graphics could be seen. The technician verified that the touch portion of the lcd operated was intended.